Event description:
Hcp reports pt received a jolt while going through a theft detector and several instances of ipg device power on reset. The power on resets have occurred during rest and during the theft detector event. No report of device explantation at the time of report. A follow up report will be sent when additional information is received.